Event description:
No pt injury or involvement. The pathfinder plus was very slow to fill, meaning it cannot be used for intended purpose. There were two from the same lot sequentially rejected and replaced by same item with different lot number which worked fine.